Event description:
The customer reported the rn used new IV tubing to initiate a fentanyl drip. The roller clamp was closed distal to the pump while the tubing was locked into the channel, and the channel door was closed properly with the safety lock engaged. The channel remained off while the rn attached the line to the patient's IV. The roller clamp was then opened, and rn then went to get the scanner from the computer to start the medication. The line was seen to be already running despite the channel being off and the safety lock engaged inside of the channel door. The rn immediately locked the roller clamp and disconnected the line from the patient. The charge rn was notified and took down the medication with the tubing. The patient was already on ventilator and sedated, and showed no adverse effects. A department/unit of the cardiac ICU was provided. The customer states "no fent on kp infusion data report".

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the rn used new IV tubing to initiate a fentanyl drip. The roller clamp was closed distal to the pump while the tubing was locked into the channel, and the channel door was closed properly with the safety lock engaged. The channel remained off while the rn attached the line to the patient's IV. The roller clamp was then opened, and rn then went to get the scanner from the computer to start the medication. The line was seen to be already running despite the channel being off and the safety lock engaged inside of the channel door. The rn immediately locked the roller clamp and disconnected the line from the patient. The charge rn was notified and took down the medication with the tubing. The patient was already on ventilator and sedated, and showed no adverse effects.

Manufacturer narrative:
The customer¿s report of free flow of fentanyl while the device was off was not confirmed. Functional testing showed no anomalies. The pump module event log shows the only events that occurred on (B)(6) 2018 were a power on and a flo stop open alarm for 3 seconds. There were no other events for this device after the flo stop open alarm. During testing, free flow was not observed from the loaded set while the pump door was closed. The event disposable was not returned for investigation. The root cause of the customer¿s report of free flow of fentanyl while the device was off was not identified.

Event description:
The customer reported the rn used new IV tubing to initiate a fentanyl drip. The roller clamp was closed distal to the pump while the tubing was locked into the channel, and the channel door was closed properly with the safety lock engaged. The channel remained off while the rn attached the line to the patient's IV. The roller clamp was then opened, and rn then went to get the scanner from the computer to start the medication. The line was seen to be already running despite the channel being off and the safety lock engaged inside of the channel door. The rn immediately locked the roller clamp and disconnected the line from the patient. The charge rn was notified and took down the medication with the tubing. The patient was already on ventilator and sedated, and showed no adverse effects. A department/unit of the cardiac ICU was provided. The customer states "no fent on kp infusion data report".